Manufacturer narrative:
Test strip lot # 1020215050 expiration date: 02/28/2017. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
Consumer called in concerned about high bg readings this morning. Blood glucose results pulled directly from the meter (B)(6) 2015 at 10:54 am bg 361 - no food since breakfast at 8 am. At 10:58 am bg 288. At 11:00 am bg 299. At 11:01 am bg 296 administered 8 units of insulin around 11:30 am. At 12:50 pm bg 229. According to the consumer, he administered 8 units of insulin "...because he did not trust the high blood glucose readings." A control solution test was performed on the nova max test strips in question, but the consumer used a competitor's brand of control solution. While on the phone, a control solution test could not be performed because the consumer did not have any nova max control solution.

Manufacturer narrative:
The consumer's alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max device and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.